Event description:
The customer reported that the system did not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the battery packs for customer. The system operates as intended.